Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system intermittently exhibited high out of range (oor) pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. The patient's rv lead is a non-boston scientific product. Troubleshooting was performed and the physician was unable to reproduce any oor measurements or noise. Boston scientific technical services (ts) reviewed several stored electrograms (egm) and indicated the sensing had decreased over the last year. In addition, one of the stored episodes showed there were two undersensed beats due to low amplitude, however, the device decisions were not affected. Ts recommended continuing to monitor the patient/system. This ICD and rv lead remain in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated intermittent high out-of-range pacing impedances continue to be observed on the rv lead. In addition, the sensing continued to decrease. The thresholds were within normal limits, and there were no new episodes since the previous device check. Boston scientific technical services (ts) discussed the intermittent impedances were likely due to a spring contact issue in the device header. It was noted that the entire system was an epicardial implant, however, the shock impedances were stable. Ts recommended continuing to monitor the patient/system. This ICD and rv lead remain in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.